Manufacturer narrative:
Analysis found the unit with stuck motor error alarm loop during bolus delivery. Motor error alarm confirmed in history file. However, the unit passed rewind, basic occlusion, prime and displacement tests. The motor was tested outside of the device and passed the motor test. The motor may have had intermittent failure that was not detected during testing. Analysis was unable to perform the excessive no delivery alarm due to the motor error. The drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.